Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump scrolling and producing a button error alarm. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be done, and it was found that the device needed to be returned and replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.